Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.

Event description:
It was reported that the customer's t:slim pump unexpectedly shut down while customer was jogging. Customer's blood glucose levels were not affected.